Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported issues appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with moderate calcification and moderate tortuosity. The 2.0 x 12 mm mini trek dilatation catheter was advanced with some resistance to the lesion and the balloon inflated; however, the balloon ruptured at 10 atmospheres (atm). The device was removed without resistance and a second dilatation catheter was used. A xience sierra stent was implanted. No adverse patient effect or clinically significant delay occurred. No additional information was provided.